Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection verified the reported condition at power up. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported white screen which was reproduced at power up. Evaluation determined a failed input/output printed circuit board to be the cause which was replaced. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a white screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.